Manufacturer narrative:
Exact date unknown, event occurred at the end of (B)(6) 2022.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned to bsn.